Event description:
A customer reported receiving a reading of 270 mg/dl on his freestyle freedom meter that was higher than he felt. The customer further reported as a result of getting high readings, he lost consciousness and was treated with a sugar shot by paramedics. The customer was transported to a local hospital where he was diagnosed with hypoglycemia. No additional third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.